Event description:
Laparoscopic supra cervical hysterectomy procedure, the tissue pad cracked and a piece fell off. They were able to retrieve the piece from inside the pt without further surgical intervention. The procedure was completed with a device of a different product code. There was no pt consequence.